Event description:
It was reported that during the implant attempt the helix did not fully retract after the second attempt at placing the lead in the right atrial appendage. The lead was removed from the body, physically inspected, and the helix was able to be extended and retracted. Once the lead was introduced back into the body, it was noted via fluoroscopy that the lead again would not fully retract. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. The lead was stretched. The proximal conductor was stretched. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. The turns to extend/retract the helix exceeded specification. Visual analysis revealed the lead was damaged at implant. The helix was able to be extended and retracted but all helix tests were out of specification.